Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial#(B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient had been experiencing a loss of stimulation for the last 24 hours. They tried increasing stimulation and still could not feel stimulation. The patient programmer showed that the implantable neurostimulator (ins) was on and the ins was currently 50% charged. The patient reported that they were able to charge their ins. The patient worked at a hospital but had not been in any electromagnetic interference environments lately. The patient was recharging during their call and did not have any coupling issues and there were no codes seen on the implantable neurostimulator recharger (insr). There was no stimulation change related to positional movements. The patient reported that a month ago they had slipped on some ice, but had not hit the ground. An impedance check was performed and it was found that the left lead was not working properly. Electrodes 3, 4, 5 were the only electrodes that worked on the left and they also had high impedances. In order to get stimulation, there needed to be >8.0 amps given. Electrode 0 had impedances >40,000 ohms with electrodes 1, 2, 6, and 7. The impedances were out of range between 150-40,000hms. During the programming session, the unused right lead electrodes +11, -12, and +13 were utilized and gave the patient better pain coverage. It was unknown at the time which lead was bad. The hcp was out of the country and so decisions about surgery were postponed for some time. Imaging was performed on (B)(6) 2016. It was decided after several different reprogramming attempts and continued issues with impedance checks that one or two new leads will be placed once the patient was out of school for the semester (approximately (B)(6). The surgery was planned but not scheduled. There was no definitive reason as to why the lead failed at the time of this report. When the patient moved, the impedances changed. It was believed that there may be a fracture to the lead. After the lead revision, the lead would be sent to the manufacturer for analysis. Additional information will be requested regarding the surgery and return of the leads after the revision occurs, but information was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer was scheduled to have a revision the week of (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported a lead revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported therapy stopped working and the consumer experienced a loss of therapy. The rep. Had been working with the consumer regarding reprogramming for the past 1-1.5 months. The rep. Got to the point where they couldn't fix it with reprogramming and the healthcare provider (hcp) believed the consumer may have a fractured lead, and wanted to revise it. It was noted it wasn't know for sure if the lead was fractured. The hcp contacted the rep. A few days ago and scheduled a revision surgery.

Manufacturer narrative:
Analysis of the lead (with an unknown s/n) found the lead¿s body conductor was broken at an unknown anchor site. The method, result, and conclusion code on this report apply to the lead that was returned with an unknown serial number.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, product type: lead, explanted: (B)(6) 2016. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) reported the lead was explanted on (B)(6) and was going to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.